Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from june 16, 2020 - june 17, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which showed fluid inside the housing which suggests a leak may have occurred. The image did not clearly showed a ruptured bladder. The reported condition was verified as there was presence of liquid in the housing. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a rupture issue. This was identified during patient infusion. The device had been filled with 0.9% sodium chloride (nacl) + endodu with a total of 240ml. There was no patient injury or medical intervention associated with this event. No additional information is available.